Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing reboot/application restarts at the information center ix product. The customer described having received a software patch for an issue that occurred after (B)(6) 2018 but experienced another similar reboot event.